Manufacturer narrative:
Date of event: actual event date is unknown. The product was not returned so no physical analysis could be performed. A labeling review was performed, and perforation and necrosis are documented as a potential risks associated with the use of the device. There was no evidence that the device was used or handled improperly. Based on the information available, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported by the physician that the prostate of the patient was small and required treatments to the lateral lobes and median lobe. The physician stated that the previous outcomes treating the median lobe treating the same patient did not meet his expectations. Both lateral lobes and the median lobe were treated. The procedure was done successfully. The patient did very poorly with multiple trips to the emergency room and multiple foley catheter replacements. The physician then did a diagnostic cysto and noticed a bladder perforation. The perforation was next to the area the physician had treated the median lobe with the device. The physician believed the bladder perforation was due to tissue necrosis from the treatment. The physician ultimately decided to do a transurethral resection of the prostate (turp) on the patient after leaving the foley catheter in for a long time to let the perforation heal. No further information was provided on the on the event date, patient outcome and product availability.

Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
It was reported by the physician that the prostate of the patient was small and required treatments to the lateral lobes and median lobe. The physician stated that the previous outcomes treating the median lobe treating the same patient did not meet his expectations. Both lateral lobes and the median lobe were treated. The procedure was done successfully. The patient did very poorly with multiple trips to the emergency room and multiple foley catheter replacements. The physician then did a diagnostic cysto and noticed a bladder perforation. The perforation was next to the area the physician had treated the median lobe with the device. The physician believed the bladder perforation was due to tissue necrosis from the treatment. The physician ultimately decided to do a transurethral resection of the prostate (turp) on the patient after leaving the foley catheter in for a long time to let the perforation heal. No further information was provided on the on the event date, patient outcome and product availability.